Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging examination (MRI). During the examination, it was noted that the patient was not programmed appropriately for the MRI which resulted into the implantable cardioverter defibrillator transitioning into backup operation. Programming changes were performed. The patient was in stable condition.